Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 corrected fields: d5 - operator of device e1 - reporter facility name g3 - new aware date based on evaluation finding is january 24, 2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle and plastic cover at distal end could not be determined since it is unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information, and there's no confirmation of physical damages of the foreign material residue point (not deformed). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction in b5, the tip cover, and the actuator body both had foreign matter. The reported malfunction is most likely caused by insufficient cleaning. Additional findings were as follows: the suction cylinder was shaved. The adhesive around the light guide lens and objective lens was peeled. Due to adhesive peeling around objective lens, a streak of flare appeared in the image and the light guide lens had a crack. Switch #4 had a scratch, the connecting tube had a scratch, and the flexibility adjustment ring had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The image guide protector had discoloration, grip had discoloration, and the scope cover had discoloration. The universal cord had the coating peeling. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had white-clouded area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Further investigation resulted in identifying silicate in the foreign material. The origin was considered to be dried residues of tap water. It is presumed that the cause of the foreign material remaining in the device was insufficient cleaning and disinfection.